Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blue liquid leak underneath the coulter hmx analyzer with autoloader (hmx autoloader). Customer reported that they could not pinpoint the source. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the hmx autoloader was leaking cleaner. The fse found the source of the leak was a pinhole in the tubing going through pinch valve (pv) 43. Pv43 is the path for the waste from the foam trap (fmt3) and complete blood count (cbc) overflow vacuum chamber (vc8) including lyse s iii. The fse replaced the affected tubing. There was no further evidence of leaking after the fse replaced the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).